Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was programmed with test glucose meter. The pump was communicated properly and recorded the 142 blood glucose value properly from glucose meter. The pump was received with normal operating currents. The pump was monitored and no unexpected battery out limit alarms occurred during testing. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 62 mg/dl. The customer stated that she checked her blood glucose for dinner and the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.